Event description:
It was reported that a balloon rupture occurred. A 3.50 x 16 synergy stent was advanced to the target lesion, but while inflating the stent balloon at 6 bar, the balloon burst. No patient complications were reported in relation to this event. It was further reported that the balloon was inflated only once. The stent was not deployed. No further patient complications were reported in relation to this event.